Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. The device was not in patient use. During the initial evaluation of the device a service required alarm indicating a pressure sensor mismatch was observed in the device's downloaded event log. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported that during the initial evaluation of the device at a third-party service center a service required alarm indicating a pressure sensor mismatch was observed in the device's downloaded event log. The device evaluation has been completed. The device's machine flow sensor, blower chassis plate, blower, blower bellows, proximal inline filter, system board tubing were replaced due to contamination as indicated by the pressure sensor mismatch alarm condition. The device was tested and passed all final testing.